Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, oversensing and noise due to a possible fracture which led to the patient receiving inappropriate therapy. Therapies were disabled until the lead could be capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead was beyond the expected upper range and that the criteria for the right ventricular lead integrity alert (lia) were met. The data also indicated oversensing due to non-physiologic signals/short interval counts (sic). 4285 of 126916 lifetime sic are recorded beginning (B)(4) 2014. A lia triggered on (B)(4) 2014 due to meeting the requirements for non-sustained episodes (nst) and sic. Pacing impedance rose from 475 ohms the week ending (B)(4) 2014-03-24 to greater than 3500 ohms the week ending (B)(4) 2014. There are 15 nst and 10 ventricular fibrillation (vf) events of <(><<)> 220 ms cycle length recorded between (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.